Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, hospitalization, motor error alarm and battery out limit alarm. Customer advised they had a fever which led to the hospitalization. Customer's blood glucose level was 280 mg/dl. Customer was throwing up and had large ketones in their blood. Customer was wearing the insulin pump at the time of the hospitalization, lab tests were run, customer was placed on antibiotics, fluids and they were given insulin. Customer received a motor error alarm and when they changed out the entire set the issue was resolved. Customer was able to complete the rewind process, but had 3 motor error alarms in the last 30 days. Customer removed the battery and then put the battery back the device alarmed battery out limit. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The motor passed motor test and no motor error alarm noted. The insulin pump was received with normal operating currents and no unexpected battery out limit alarm noted. The insulin pump was programmed with multiple active insulin and all registered properly in the status screen noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.